Event description:
Revision surgery at about 11 years 1 month post primary for shell and stem loosening. The surgeon revised all components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20 january 2023. Lot 113274: (B)(4) items manufactured and released on 18-nov-2011. Expiration date: 2016-10-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. The cup involved in the complaint is not registered in USA.